Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed exposed wires on the power supply. There were no damages found to the right-angle extension cable or power cord. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event frayed wires was confirmed for the power supply.

Event description:
The patient reported frayed wires of the extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient. During investigation it was confirmed the frayed and exposed wires were on the power supply cord.